Manufacturer narrative:
The instrument was not returned for evaluation, however, the user facility verified that the set was not loaded correctly into the instruments mechanism. The user facility is aware of the proper loading procedure per the directions for use (page 9) that states to load the set and verify that the tubing is fully loaded into the mechanism. Close the orange latch, do not use the door to close the orange latch. Fully open the set regulating clamp and verify that there is no fluid flow in the set drip chamber. The MFR requested pt info, however, the info was not available.

Event description:
A freeflow occurred. This resulted in hypertension in the pt and increase in bleeding after surgery.